Event description:
Additional information received reported that the patient did not have concerns with their device or therapy; they received assistance from their doctor or manufacture representative and their concerns were resolved. It was noted that their appointment was scheduled for (B)(6)-2013.

Event description:
It was reported that two weeks prior to the date of this report the patient had a revision procedure done because the patient¿s implantable neurostimulator had flipped. The patient had been having trouble recharging. On the date of this report, it was noted that the implant was depleted, and the patient lost stimulation. The patient was unable to charge the device, because the wound was not healed yet. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the device had flipped while the patient was in bed. It was stated the revision occurred on 2013-(B)(6). The device was re-flipped in the operating room without opening the pocket and was working well. No hospitalization was required and the patient outcome was no injury.

Manufacturer narrative:
Product ID: 3778-60 serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3778-60 serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).